Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the entire system was removed on (B)(6) 2023 as the patient didn¿t get any benefit form the device.

Manufacturer narrative:
Continuation of d10: product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation (dbs) therapy did not help with the patient's epilepsy as expected. The caller noted that the patient's grand mal seizures actually increased when the implantable neurostimulator (ins) was active. The caller stated that the healthcare provider (hcp) at mayo clinic did not do a good job of explaining or following through the proper education of the device. The caller added that there was a lack of trust with the hcps at mayo clinic, and that it was "all human error." The caller mentioned that one time the patient's ins stopped working over the weekend and they were unable to reach patient services because they were closed. The caller said they ended up calling a neurologist through an emergency room in minneapolis and the patient "suffered through 'til monday." The caller stated that the ins was explanted at least a year ago. Agent documented reported event. The caller wanted to donate the 97740 as the patient has no need for it anymore.